Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2017-09548 and 2134265-2017-09670. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During the second imaging, the image became weak and eventually the opticross imaging catheter was unable to pull during automatic pullback. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported.